Event description:
The patient's lead and generator were replaced. No further relevant information has been received to date.

Event description:
Patient presented with high impedance. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.